Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that a ventricular tachycardia episode occurred which was false due to oversensing. The right ventricular intrinsic amplitudes were out of range and presenting electrocardiograms showed a right ventricular (rv) lead dislodgement. A revision took place and a new lead was implanted. No additional adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted that the setscrew marks were in the wrong location on the terminal pin. The helix was partially extended and dried body fluid was noted in the helix housing. There were stretched coils approximately 80 mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the oversensing and low amplitude allegation due to the setscrew marks being in a location more proximal than expected on the terminal pin. The dislodgement allegation was not confirmed by product analysis, but was a known inherent risk of the device. It was also noted that there was an improper insertion depth of the lead terminal into the device header, which likely occurred during normal use of the product.

Event description:
It was reported that a ventricular tachycardia episode occurred which was false due to oversensing. The right ventricular intrinsic amplitudes were out of range and presenting electrocardiograms showed a right ventricular (rv) lead dislodgement. A revision took place and a new lead was implanted. No additional adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that a ventricular tachycardia episode occurred which was false due to oversensing. The right ventricular intrinsic amplitudes were out of range and presenting electrocardiograms showed a right ventricular (rv) lead dislodgement. A revision took place and a new lead was implanted. No additional adverse patient effects were reported. Should the lead be returned, this investigation will be updated.